Manufacturer narrative:
(B)(4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the device was not operating on ac power and failed to charge the installed battery. There was no pt use associated with the event. Physio-control evaluated the device and found that it would not power on ac or dc power.